Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The unit p-cap / test reservoir locked in place properly. Pump received with a blank display due to moisture damage on the electronic assembly. Unable to download or perform the functional tests, including sleep current measurement test, active current measurement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test due to the blank display. The pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor, force sensor and battery tube assembly during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. The pump was received with a loose metal contact on the battery cap. In summary, customer alleged blank display confirmed. Exposed to moisture confirmed. Damage (physical or cosmetic) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump causing a blank display and moisture exposure. The customer reported blood glucose value of 430 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: the event involved product(s) mmt-1884, mmt-441ag, mmt-342, mmt-7040a. Troubleshooting was performed. Customer reported a blank display. Customer is not using the correct battery cap for the pump they are using. Customer requested spare battery cap. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported that pump was exposed to moisture. Customer reported high bgs. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-441ag. No product return is required for mmt-342. No product return is required for mmt-7040a.